Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillators (ICD) tachy therapy was programmed off for an unknown reason. There was no available information immediately available. An attempt to obtain additional information has been sent.

Manufacturer narrative:
According to our records this device remains implanted. This investigation will be updated should further information be provided.